Event description:
The pt started complaining of tenderness at the incision site on (B)(6) 2010 and the pain persisted until the upgrade of the system on (b)(64) 2010. The decision to upgrade was based on the result of pocket pain. Once the new system was placed, the pt no longer experienced any tenderness. This is all of the available info at this time. If additional info becomes available, this event will be updated.